Manufacturer narrative:
It was reported that during ankle fracture surgery, the surgeon identified that 2 of the screws that were placed had gone through the posterolateral tibia plate and into the patient's bone. When this was identified, the surgeon removed the screws and the plate from the patient and then re-applied and re-secured the plate and screws. There was no further incident reported. There was no adverse patient impact and no further medical intervention or follow-up care was needed. No sample was available to be returned to the manufacturer for evaluation. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that 2 screws were found to have gone through the posterolateral tibia plate.